Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock post dialysis. Noise was noted when moving arm across the chest. Technical services (ts) was consulted, provided a review of reports noting noise in all vectors, discussed possible reprogramming options. Additionally recommended a x ray to rule out insertion issue. This device was reprogrammed to the alternate sensing vector, and further monitoring will continue. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this patient received an additional inappropriate shock due to p wave oversensing. Technical services (ts) was consulted, noted a smart pass disabled episode for low amplitudes. A review of the events noted low p wave and r wave amplitude, the x ray imaged looked very different and could be due to angle. Ts discussed that revision could be needed and further testing is needed to determine if a transvenous device is needed. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this patient was noted to have underlying issue and will possibly require a heart transplant. The s-ICD system therapies were turned off.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock post dialysis. Noise was noted when moving arm across the chest. Technical services (ts) was consulted, provided a review of reports noting noise in all vectors, discussed possible reprogramming options. Additionally recommended a x ray to rule out insertion issue. This device was reprogrammed to the alternate sensing vector, and further monitoring will continue. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this patient received an additional inappropriate shock due to p wave oversensing. Technical services (ts) was consulted, noted a smart pass disabled episode for low amplitudes. A review of the events noted low p wave and r wave amplitude, the x ray imaged looked very different and could be due to angle. Ts discussed that revision could be needed and further testing is needed to determine if a transvenous device is needed. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock post dialysis. Noise was noted when moving arm across the chest. Technical services (ts) was consulted, provided a review of reports noting noise in all vectors, discussed possible reprogramming options. Additionally recommended a x ray to rule out insertion issue. This device was reprogrammed to the alternate sensing vector, and further monitoring will continue. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this patient received an additional inappropriate shock due to p wave oversensing. Technical services (ts) was consulted, noted a smart pass disabled episode for low amplitudes. A review of the events noted low p wave and r wave amplitude, the x ray imaged looked very different and could be due to angle. Ts discussed that revision could be needed and further testing is needed to determine if a transvenous device is needed. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this patient was noted to have underlying issue and will possibly require a heart transplant. The s-ICD system therapies were turned off.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock post dialysis. Noise was noted when moving arm across the chest. Technical services (ts) was consulted, provided a review of reports noting noise in all vectors, discussed possible reprogramming options. Additionally recommended a x ray to rule out insertion issue. This s-ICD system remains in service. No adverse patient effects were reported.